Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "pain" and "elongated and twisted". Patient later, reported implant rupture, capsular contracture and other devise malfunction. This relates to the left side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade unknown, rupture, pain, visibility/palpability.

Event description:
Patient reported "pain" and "elongated and twisted". Patient later, reported implant rupture, capsular contracture and other devise malfunction. This relates to the left side. Device was explanted.